Event description:
During device changeout, insulation damage was observed. Physicain was not sure if he damaged the lead or abrasion was already there. He decided to repair the abrasion. The lead tested normal and remains active.

Event description:
New information noted that the lead was explanted. During explant, suspected externalized conductors were noted above the distal coil and the insulation was damaged near the is1 connector. High impedance and noise were also observed.

Manufacturer narrative:
Internal and external insulation abrasions were found at 50.5cm to 52cm from the connector pin. The sensing cables were visible, but the etfe coating was intact at the same location. An external insulation abrasion was found at 6cm from the connector pin, consistent with friction to the ICD can. The sensing coil was fractured at the same location. This fracture is consistent with the observation from the field of high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.